Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I result which questioned by the physician on multiple female patients. The results provided were: patient 1: female initial=4 ng/l /redraw and repeated after an hour=20 ng/l (short draw, slightly hemolyzed) /redrawn and repeated after an hour=<3 ng/l. Patient 2: female initial=<3 ng/l /redraw and repeated after an hour=26 ng/l /redrawn and repeated after an hour=<3 ng/l. Diagnostic cutoff female= <14 ng/l there was no reported impact to patient management.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. During the site visit, the abbott field service representative (fsr) resolved the issue by replacing the damaged alinity pipettor probe (03r96-02), which resolved the issue. There were no additional discrepant results reported on the alinity I, serial number (B)(6), after the probe was replaced. A review of the alinity (B)(6) instrument service history, identified no contributing factors to the discrepant result. A review of the alinity I, processing module tracking, and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of historical data for the alinity probe associated with this complaint, revealed no trends, systemic issues, or nonconformances. A review of the alinity ci-series operations manual shows adequate information for operational precautions and limitations and troubleshooting for the reported issue; including, but not limited to, replaced alinity pipettor probe. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity I am processing module, serial number (B)(6), or the alinity pipettor probe.